Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump ring had come off. Customer cannot recall the blood glucose reading. Troubleshoot was performed. Customer stated insulin pump slipped and fallen on the carpet. Customer stated the reservoir cannot stay lock. The location of the ring damage was from the top of the reservoir compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will not be returning for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer and partially broken off belt clip rail. Unable to perform displacement test due to missing retainer. The device was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.